Manufacturer narrative:
(B)(4). The initial report had the incorrect information related to the date of hospitalization. The correct information has been provided with this report.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and vehicle accident on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 1300 mg/dl. The customer was treated with shots. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported that the drive support cap was no longer on the insulin pump. Customer declined troubleshooting. The insulin pump will be returned for analysis.